Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 99% stenosed target lesion was located in the mildly tortuous and not calcified brachial veins. The balloon was ruptured during third inflation at 14 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported.